Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that a disconnected tubing from the needle cartridge through blood detector bd3. The fse replaced the tubing to resolve the leak and verified the repair as per established procedures. Failure mode of the leak is attributed to a disconnected tubing from the needle cartridge through blood detector bd. (B)(4).

Event description:
The customer reported a clenz leak of less than 50 ml inside the coulter lh 750 hematology analyzer. The customer indicated that the leak was not contained within the instrument and fluid had leaked under the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or effect to patient treatment in connection with this event.